Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient underwent pump exchange due to infection. The patient was implanted with a different a manufacturer¿s pump. The removed lvad was reportedly discarded per surgeon request.

Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.